Event description:
Follow-up to the treating physician¿s office provided that the device was explanted. It was reported that the explant facility discards explanted devices.

Event description:
It was reported that a vns patient is planning to have her device removed as it is causing her discomfort. Additional relevant information has not been received to-date. No known surgery has occurred to-date.